Event description:
It was reported post implant a gastric band procedure, there was a possible leak in the band as the surgeon tested the band and he found the band could not be used normally. A new band was replaced. The surgeon thought the leak in the band seemed like a cut through by suture (ethibond). There was no patient consequence.

Manufacturer narrative:
(B)(4). The band/balloon with 11.5 cm of catheter was returned for analysis. Upon visual inspection, it was observed that bloodstains were on band/balloon, it was also noted that the catheter was cut at 11.5cm from the catheter connection, and that the buckle was cut. A leak test was performed on the balloon with an unsuccessful result, a leak was observed at 5cm from the catheter connection. Probably cause of the leak is the use of sharp instrument during manipulation of the device. A review of the product's instruction for use (IFU) was performed with regard to balloon leakage. It was observed that balloon leakage has been reported in as having resulted from laparoscopic placement of adjustable gastric bands and are considered being potential complications for the gastric band.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis.